Event description:
Patient had 2nd degree post-partum vaginal laceration closed with suture and presented with severe perineal pain four weeks later. A three inch piece of suture was noted protruding from the vagina upon physical exam. Suture was removed. Pt diagnosed with a bacterial vaginitis and prescribed antibiotics.